Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of MFR report # 8041187-2019-00789 that has already been reported for malfunction.

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb needle and cap came off. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the health professional that the needle and cap are coming off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb needle and cap came off. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the health professional that the needle and cap are coming off.